Event description:
Analysis of the returned device noted that the polytetrafluoroethylene (ptfe) coating was scraped/peeled. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned and the distal hydrophilic coating was not shiny, though the coating was present. Uneven swelling of the distal hydrophilic coated section was noted after soaking the guidewire, which was bumpy after hydration, but smooth when dry. The cause for these observations could not be definitively determined. No friction or resistance was noted during functional test with a demonstration microcatheter. The ptfe (polytetrafluoroethylene) coating was scraped/peeled/compressed approximately 20 cm from the proximal end. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet, which was on the guidewire where the ptfe had scraped off. Per the device directions for use (dfu): "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)". Since the device dfu specifically cautions that insecure tightening of the torque device can lead to ptfe abrasion/peeling, the cause is considered to be related to the dfu instruction not being followed.